Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell. As a result, her lead became fractured. In turn, the patient underwent surgical intervention at which the patient's lead was explanted an replaced with a new one. Reportedly, effective stimulation therapy was achieved following the procedure.